Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests an occlusion alarm occurred during a normal saline infusion and when the user flushed the line, fluid squirted out from the acuslide component. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.